Event description:
It was reported that there was calibration error 2 (pre-warm inlet pressure error) & 3 (pre-warm nominal flow error) in an arctic sun device. Transferred for assistance, sn #(B)(6). Per follow up information received via phone on 11mar2025, spoke with biomed, who noted faulty circulation pump had been identified with technical support. The part was replaced onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Per follow up information received, tech support spoke with biomed, who noted faulty circulation pump had been identified with technical support. The part was replaced onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was calibration error 2 (pre-warm inlet pressure error) & 3(pre-warm nominal flow error) in an arctic sun device. Transferred for assistance, sn #(B)(6). Per follow up information received via phone on 11mar2025, spoke with biomed, who noted faulty circulation pump had been identified with technical support. The part was replaced onsite.